Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a vaginal tape operation for urinary incontinence procedure performed on the unknown date. According to the complainant, after the procedure, the patient had mesh erosion. A revision procedure was performed on (B)(6) 2017, wherein the extruded mesh was excised and oversewn. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.